Event description:
The customer called to report high blood glucose levels during the day. The customer was also having difficulty using the square wave bolus feature, and requested a replacement insulin pump. Later, the customer called to report that he went to the hospital due to low blood glucose levels. The customer stated that his blood glucose dropped to 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.